Event description:
A report was received that the patient had difficulty charging ipg and underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging ipg and underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. The ipg passed all the required tests and it exhibited normal device characteristics. No charging anomalies were observed.